Event description:
A hospital's ob/gyn clinic reported using p link software to upload a gestational diabetic's meter log and the readings print out did not match the patient's meter log or recent a1c lab results. The clinic admitted the pt for monitoring as they "had no knowledge of her testing for diabetes". The pt was "released shortly after with no concerns or issues". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results obtained on a meter with incorrect date and time are uploaded to a computer with precision link software. Customers and retailers have been informed.